Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the reported event could not be determined. Cross reference MFR. Report numbers: 2951238-2015-00064, 2951238-2015-00065, 2951238-2015-00066, 2951238-2015-00067, 2951238-2015-00068, 2951238-2015-00069, 2951238-2015-00070. On april 21, 2016, olympus received a journal article, authored by physicians and professionals affiliated with ucla, which indicated that between october 3, 2014, and january 26, 2015, a total of 125 procedures were performed on 115 patients. Among these patients, 15 patients reportedly became either actively infected or colonized with cre, as those terms were defined in the article. Of the fifteen reported patient infections, eight were classified by the authors as actively infected and the remaining seven were classified as colonized with cre. Olympus is filing this report on the eighth patient reported to have been actively infected with cre (since seven reports were filed in 2015). Seven reports will be filed for the journal article report of seven colonized patients. The following manufacturer report numbers are for the seven colonized patients as referenced in the article. 2951238 - 2016-00431, 2951238-2016-00434, 2951238-2016-00436, 2951238-2016-00437, 2951238 -2016-00439, 2951238-2016-00440, 2951238-2016-00441 and 2951238-2016-00443

Event description:
On april 28, 2016, olympus received a voluntary medwatch report (B)(4) relating to eight patients reportedly infected with carbapenem-resistant enterobacteriaceae (cre) after undergoing an endoscopic retrograde cholangiopancreatography (ercp) using an olympus tjf-q180v duodenovideoscope. The medwatch report stated that these infections were not initially reported by the facility as there was no indication that the infections were device related. The medwatch report stated that cre infection was later identified and investigated by the infectious disease department. The report states that the investigation did not identify any issues with a medical device until after all the cases were investigated and trends were identified with two duodenovideoscopes. Originally, on january 28, 2015, olympus was informed that seven patients were infected with cre after undergoing an ercp using one of two tjf-q180v duodenovideoscopes. The eighth patient identified in medwatch report number (B)(4) is an additional reported infection that was not reported to olympus in january 2015.